Event description:
The reporter stated the surgeon inserted a cq2015 collamer three-piece lens but the lens tore. The incision was enlarged to remove the lens and another lens was implanted. A suture was required to close the wound.